Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced pain, mesh erosion and extrusion, infection, urinary problems, bowel problems, anterior cystocele, left and right side tenderness, voiding dysfunction and hesitancy. A release of the mesh arms and partial removal of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.